Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train, and the motor stall was due to the shaft-bearing recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient was currently receiving baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 910.4 mcg/day. The manufacturer/type of baclofen currently administered was unknown; however the drug lot number was "07292015". The indication for use regarding the pump was intractable spasticity and spinal cord injury/disease. At initial interrogation, the pump status and/or event log report indicated a motor stall occurred. The date of the event was (B)(6) 2015. Multiple motor stalls and recoveries were noted. The first motor stall in the logs occurred on (B)(6) 2015 at 4:55 with a motor stall recovery having occurred on (B)(6) 2015 at 7:28. Since then there was a stall every 2nd or 3rd day with the last one having occurred yesterday ((B)(6) 2015); the stall had not recovered yet at the time of the report ((B)(6) 2015). The patient did not recently have an MRI performed and there were no known sources of electromagnetic interference (emi). The patient was experiencing increased spasms. Programming the pump to a minimum rate, covering the patient with non-pump medication, and replacing the pump were being considered. On (B)(6) 2015, a company representative reported that as per the consumer the pump was working part time and the patient's "legs are out of control". The patient indicated they needed to change the pump but they cannot get the patient in for 3 to 4 weeks and the patient could not wait that long. No further information was reported. Additional information requested included clarification of baclofen intrathecal, other medications the patient was taking at the time of the event, medical history, cause of issue, actions taken to resolved the issue, and event outcome.